Event description:
The user facility reported that the image blacked out during an unspecified procedure. There was no pt harm reported.

Manufacturer narrative:
Olympus followed up with the user facility and was informed that during a diagnostic colonoscopy, the users experienced a complete loss of image during the middle of the procedure. The procedure was completed using a different, but similar colonscope. There was no pt injury reported. The device referenced in this report was returned to olympus for evaluation. The evaluation was able to duplicate the user's experience of image difficulties. The image was lost when control knobs were being turned and the image flickered. The distal end cover was worn, and bore and minor dents and scratches. There were buckles and minor scratches noted on the insertion tube. There was evidence of corrosion in the scope connector, and the light guide prong had a loose cover glass. The image problem was determined to be due to a damaged charge coupled device (ccd) unit. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.